Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the radio-frequency (rf) head failed uplink functional testing and electromagnetic field immunity tests because the rf head cable was found to be out of electrical specification. Analysis also found that the rf head label was delaminated, the rf head lens was broken and cloudy, and corrosion was found inside the rf head. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.